Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/25/2016 with the following findings: investigation revealed cracks in the battery compartment. Unrelated to the original complaint, moisture was observed in the battery compartment. The down arrow button was inoperable; all other buttons were intermittently responsive. The keypad was undamaged. Upon removal of the keypad, no defects were found. A leak test failed due to cracks in the battery compartment. The pump was opened up and moisture was found on the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.